Event description:
It was reported to philips that flexvision pc was not booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found flex vision pc was not booting. After reviewing log file, fse found that there is failed communication with the pc. Upon troubleshooting, fse found the root cause of the problem is flex vision pc. To resolve the issue, the fse replaced the computer and reinstalled the necessary software. After replacing flex viewing-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.